Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left main trunk. A 5.00mmx8mm nc emerge® balloon catheter was advanced for dilation; however during the first inflation at 15 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter and a product mandrel. The balloon was loosely folded with contrast in the balloon and lumen. The balloon, markerbands, hypotube and proximal bond were microscopically inspected. Inspection revealed two circumferential bursts about 2mm across, on each side of the balloon body. There were numerous kinks throughout the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left main trunk. A 5.00mmx8mm nc emerge balloon catheter was advanced for dilation; however during the first inflation at 15 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.